Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12jul2019. The customer reported that by removing the leak test fitting from the bottom of the unit and reseating it, the device was able to pass the system leak test. There was no further reported issue after this service was performed.

Event description:
The customer reported a ventilator with a failed system leak test. This event did not occur during clinical use. There was no allegation of harm associated with this report. The event date was not specified, estimate used.